Event description:
The patient reported that the ok keypad button was scrolling for four weeks. The patient reportedly wore the pump attached to a belt and did not clean the pump.

Manufacturer narrative:
Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up #1 date of submission 03/15/2012 device evaluation: the pump has been returned and evaluated by product analysis on 02/17/2012 with the following findings: the keypad was found to be intact; no peeling or lifting was observed. The evaluation revealed that all keypad buttons responded as expected and had normal spring back. The keypad was removed and no damage found with the key contacts but there was evidence of adhesive found under the key contacts. Unrelated to the complaint, evaluation revealed a faded display screen, which has no effect on insulin delivery function. The owner's booklet instructs the user to call animas customer service if the user suspects that the product is damaged.